Event description:
It was reported that the customer was hospitalized due to urinary tract infection and hyperglycemia. The reported blood glucose reading was 447 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. The customer's nurse stated that the customer was eating candy when her blood glucose elevated. The customer continued to eat candy until she was hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.